Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The returned products were a runthrough ns (divided into the main body and two fragments). The fragments were called fragment 1 and fragment 2 arbitrary. Confirmation of appearance (unaided eye, microscope): [main body] - the core wire under the platinum coil section was fractured. The platinum coil had been stretched over the entire length and fractured. No anomaly was found in other sections. In comparison with a current product, the core wire was missing about 7 mm from the distal end. [Fragment 1 and 2] - no core wire was found in fragment 1 and fragment 2. Fragment 1 and fragment 2 were thought to be the coils from the platinum coil section. Confirmation of appearance (electron microscope): no tapering or curvature was observed on the side of the fracture section of the core wire of the main body. Dimple pattern was observed on the fracture surface. Past simulation test: based on our past knowledge, we have been aware that the guidewire fractures when the following force a) - d) is applied. It is also known that, in all examples, the coil becomes unraveled and stretched, and then fractured when exposed to further pulling force. In addition, it is known that some regularity in the fracture shape of the core wire is observed as follows depending on the mechanism leading to the fracture. A) when pulling force is applied: fracture site: tapered. Fracture surface: diagonal with dimple (hole-shaped) pattern. This state is considered to be different from that of the actual sample. B) when 90 ° bending force is applied repeatedly: fracture site: not tapered or curved. Fracture surface: dimple (hole-shaped) pattern - this state is considered to be similar to that of the actual sample. C) when pulling force is applied to a guidewire in looped state. Fracture site: curved and tapered. Fractured surface: twisted. This state is considered to be different from that of the actual sample. D) when torque force is applied. Fracture site: twisted. This state is considered to be different from that of the actual sample. From the results of the investigation, it was inferred that the platinum coil section of the actual sample was trapped by some factor, and when bending loads were repeatedly applied to the actual sample in that trapped state, the core wire was fractured. It was thought that the elongation and the fracture of the platinum coil were caused when the actual sample was subjected to tensile load at the time of removal. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter."

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the involved product code/lot# from other facilities. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the patient developed st-elevation myocardial infarction at 6:30 a.m. And had an urgent catheterization before 8:00 a.m. (B)(4), moderate calcified lesion. Radial approach with 6-7 gss was performed, then a 7 french launcher sl3.5 was used. Sion blue to lad, runthrough to d1, and minamo to cx. Poba with ryurei 2.0-15, then was confirmed with intravascular ultrasound (ivus). After that, dilatation with wolvarin2.0&2.5mm. Zinrai 1.5mm was placed in d1. Um nagomi 3.0-44 was placed around lmt ostial - lad by jailed balloon technique that dilated the zinrai at d1. After the stenting, the zinrai was withdrawn. The apposition was found poor at lmt, pot was performed with a 4.0 mm balloon as the diameter of lmt was 4.0 mm. After that, when the runthrough was being pulled out, it got stuck where the tip was passing around d1 - lad. When it was pulled forcibly, the core wire broke off and the coil was stretched. Attempts were made to remove it using a snare and a gooseneck snare; however, it was difficult, and when the coil was pulled too forcefully, the coil was broken off and remained in a state protruding from the aorta. A cardiovascular surgeon was called, and the fragment was removed surgically. Surgical intervention was performed to retrieve the fragment. The event occurred intra-operative. The procedure outcome was not reported. No residue was in the patient.